Event description:
It was reported that, during a shoulder repair surgery, the suturefix ultra anchor came out from the bone while tying the knot. Surgery was resumed, after a non-significant delay, making another hole and placing a back up anchor. No other patient complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details the procedure was completed using a back-up device. No further risk to the patient is anticipated as a result of the additional bone hole. Since no further harm is anticipated no further clinical assessment is warranted at this time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.